Manufacturer narrative:
A ge service rep performed an on site investigation. The steering handle was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the steering handle was difficult to turn. There are no reports of serious injury or death associated with this event.